Event description:
During a pfa procedure, after inserting the volt catheter, air became visible when aspirating the sheath. Blood was also noted to leak from the valve. The catheter was removed and the sheath could be aspirated again. The catheter was reinserted into the sheath but air was aspirated again. The sheath was replaced and the procedure was successfully completed with no adverse patient consequences.